Manufacturer narrative:
The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that - "loosening of the tibial component is pretty obvious on the provided CT scan. There is radiolucence and a large anterior cyst. The talar component shows some radiolucence as well and together with the clinical information, that both components are loosened, the CT scan can be interpreted in that direction. There is, however, no information given regarding the underlying cause of the loosening. There is some poor bone substance though and that would be a patient related factor." Based on investigation, the root cause was most likely attributed to a patient related issue. The failure was caused by poor bone quality. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and loosening both the tibia and talus. The patient also has ridiculopathy and neuritis.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and loosening both the tibia and talus. The patient also has ridiculopathy and neuritis.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.